Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer indicated via phone call that they had fluctuating high and low blood glucose and sensor glucose and sensor doesn't indicate when blood glucose is low. Customer indicated that they had a sensor glucose level of 49 and a blood glucose of 205 mg/dl. Customer does not recall any significant events leading to the range discrepancy. Troubleshooting informed customer that insertion may impact sensor performance and assisted customer in proper insertion techniques. Customer was advised that the sensors would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed continuity resistance test. The sensor passed per specification. Also performed bicarbonate buffer test and the sensor passed per specifications with accurate readings.